Event description:
It was reported that the customer's insulin pump has a crack in the case, and the customer does not know how it happened. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was returned with a protruded/loose drive support disk, cracks on the reservoir tube lip, cracked battery cap and tube threads, scratched screen, missing end cap sticker, and cracked end cap.